Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on all contacts of the left lead. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads is the left lead.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Manufacturer narrative:
The event of high impedances/ipg replacement was reported to abbott. The patient has high impedance on one of their drg leads at right l4. The plan is to revise the lead and replace the battery. A surgery date has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.